Manufacturer narrative:
Date of event: (B)(6) 2019. Date of report: 12march2019. (B)(4). The manufacturer¿s international service technician replaced the defective power switch overlay, top cover, and rear bezel to address the reported problem. The unit successfully passed the required performance verification test.

Event description:
The customer reported a faulty(light emitting diode) led indicator. Cracks were also noted on the front portion in both left and right side of the upper cover of the rear portion, as well as cracks on the rear bezel. The device was not in use at the time of the reported event; therefore, there was no patient involvement. The event date was not specified; estimate used.